Event description:
It was reported that on (B)(6) 2010, two promus stents were implanted in the mid left anterior descending artery. On (B)(6) 2011, the patient presented with a myocardial infarction. Revascularization was performed on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional promus is being filed under a separate medwatch report.

Event description:
Subsequent to the initial medwatch filing additional information reported that the two stents implanted on (B)(6) 2010 were a 3.5 x 12 mm promus stent and a 2.75 x 15 mm promus stent. The stented lesions were in a saphenous vein graft (svg) from the aorta to the left anterior descending artery, and a lesion in a svg from the aorta to the obtuse marginal. On (B)(6) 2011, the patient presented with a st elevated myocardial infarction and stated that two weeks prior he started having chest discomfort, which he was trying to control with nitroglycerin. On (B)(6) 2011, the patient was admitted to another hospital. On (B)(6) 2011, repeat angiography was performed. The patient received two stents and was treated medically. The patient was discharged home on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction, stenosis/restenosis and angina are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted to treat a lesion in a saphenous vein graft (svg). It should be noted that the instructions for use (IFU) states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: the safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it is unknown if the reported IFU deviations directly caused or contributed to the reported patient effects.